Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Device retained by the hospital.

Event description:
It was reported that the patient's right femur was revised due to infection. A short gamma femoral nail, lag screw, top locking screw, and distal screw were revised to a cemented total hip.